Event description:
The patient reported a loss of stimulation, and that they are having trouble walking. It was stated that it has been going on within six months of implant on (B)(6) 2014 and has progressively gotten worse. The patient saw their healthcare provider (hcp) six months prior to date notified who gave them a new "group" and it is not helping. They also fell 4-5 days prior to date notified and are constantly having falls since implant. Therapy was confirmed to be on/ok, and follow up with the healthcare provider (hcp) is to be conducted. Additional information received from the manufacturer representative (rep) on (B)(6) reported that the issues may or may not be related to a severe fall the patient had from a bike "several weeks back." The patient has had some improvement and has been meeting with their hcp, with no sudden cessation of therapy reported at the time of the accident. It was stated that the components of the implant appear to be functioning normally. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.